Event description:
Customer called and reported that they were hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose in the 40 mg/dl range at the time of the incident. The customer was involved in a car accident and blamed the pump. The customer was given glucose to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The pump was smashed and customer intentionally threw it away. Troubleshooting was not completed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose in the 40 mg/dl range at the time of the incident. The customer was involved in a car accident and blamed the pump. The customer was given glucose to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer intentionally smashed the pump and threw it away when they went low. Troubleshooting was not completed. The insulin pump will not be returned for analysis.